Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the u/d and the r/l pulley wires. This report is being filed as part of the pentax backlog management plan.

Event description:
U/d pulley wire ruptured (up) after 5 month in use. No picture available. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacture there was no report of patient harm.